Event description:
It was reported that suture placement was successful in the right common femoral artery using the preclose technique with a proglide device using a 7f sheath prior to a percutaneous intraaortic balloon pump (iabp) and percutaneous coronary interventional procedure. Reportedly, while removing the proglide device, resistance was felt with the puncture site. After the proglide device had been removed, it was noticed that a small piece of intima material was present together with the removed device. There was no bleeding. The preplaced proglide sutures had achieved hemostasis. The percutaneous intraaortic balloon pump (iabp) and percutaneous coronary intervention was not performed because the physician did not want to insert the balloon pump through the damaged access site. It was reported that the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with small femoral arteries (less than 5mm diameter). (B)(4). Failure to follow steps/instructions: per the instructions for use- precautions: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The suture was not returned. White tissue was returned. The reported difficult device removal due to resistance encountered could not be confirmed. The device was returned with both cuffs successfully capturing the needles and a piece of the rail suture end attached to plunger assembly was cut. This is indicative of successful needle deployment and suture retrieval as intended. Inspection of the returned device revealed no abnormal observations which could have contributed to the reported resistance encountered while removing the device. Although not confirmed, the reported difficult device removal could have resulted in tissue damage as reported. Based on visual inspection and functional testing, dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar difficult device removal due to resistance encountered incidents reported for this lot. Abbott medical advisor reviewed 2 returned cine images associated with this complaint and concluded that there was no evidence of tissue injury or vascular perforation despite the reported tissue seen with the device on its removal. Also, with the images provided, injury to the right cfa secondary to the reported resistance noted with removal of the perclose proglide device cannot be confirmed. It was reported that the device was removed against resistance, which is inconsistent with the instructions for use under the precautions section, which states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. Based on the information reviewed, there is no indication of a product deficiency.